Event description:
It was reported 2 bd luer-lok¿ tip syringes contained holes, potentially resulting in an inability to contain medication/blood. The following information was provided by the initial reporter: "this is a report about a pinhole on the syringe."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 24-may-2022 h6: investigation summary sample and photos were received for investigation. Upon visual observation, it was observed the barrel was incomplete, noting a pinhole within the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported 2 bd luer-lok¿ tip syringes contained holes, potentially resulting in an inability to contain medication/blood. The following information was provided by the initial reporter: "this is a report about a pinhole on the syringe."